Event description:
(B)(4). Event took place in (B)(6), not reported to (B)(6) authority. Tentative translation of user's narrative: cracked hub. Leakage at hub noticed prior to use. Device replaced.

Manufacturer narrative:
At this point no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device master record and relevant raw material history files showed no recorded quality problems or rejections related to this incident. Follow up will be sent in as soon as internal report is available.